Manufacturer narrative:
B3: unknown; no information has been provided to date. (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was not infusing the proper amount. There was unknown patient involvement and unknown patient harm reported.

Manufacturer narrative:
H3: one device was received for evaluation. The service history review identified no previous related service. The reported issue was not confirmed as the device passed the accuracy test with 21ml. The root cause of the issue was unknown. As a preventative measure, the downstream occlusion (dso) sensor, expulsor, valves, foam and optical disc were replaced. The device then passed all functional tests after the repair.